Manufacturer narrative:
The previously reported evaluation conclusion, method, and result codes no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp on 2020-jan-24. It was reported that the cause of the patient being overly sedated and not easily aroused was acute renal failure on top of chronic renal insufficiency, acute respiratory failure on top of chronic obstructive pulmonary disorder (copd), and acute metabolic encephalopathy with elevated liver enzymes. The patient underwent renal care, liver care, and respiratory care to resolve the issues. It was noted that the pump was apparently decreased to minimum rate as a precaution but the pump was determined to be not be the problem of oversedation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was hydromorphone at 0.45 mg/day. The reason for use was not reported. It was reported that the patient is in the hospital overly sedated and is not easily aroused. The issue started on (B)(6) 2019. The hcp is wondering how to turn down the pump. They redirected the caller to have a manufacturer¿s representative (rep) come to the hospital to assist in programming. No further complications have been reported.